Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: "the physician was placing the introducer sheath in the vein and when he went to unlock the coaxial portion, the hub cracked in two. All was removed and a competitors filter was used for the procedure." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the complete device was returned in original tray and only the blue sheath and the long dilator appear used. The dilator fitting appeared intact, but since the luer had separated inside the cap/shells, the luer turned and made the shells separate, when a syringe was firmly attached to the dilator fitting. Remnants of glue were found on the thread of the luer, thus indicating the components had been properly glued and therefore the exact reason for the separation cannot be determined, but it is previously experienced that the fitting may separate or the dilator shells may crack, when power injector is removed after injecting contrast. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.